Event description:
Information received from the (B) (4) study indicated that a patient experienced a myocardial infarction when a side branch was occluded during coronary artery stent implantation. The patient's medical history is significant for prior history of percutaneous intervention (pci), brachytherapy, unstable angina, family history of coronary artery disease, hypertension, myocardial infarction (mi) and diabetes. The indication for the procedure was angina with a stress test positive for ischemia. The target lesion was the right coronary artery (rca), proximal, mid and distal. The mid rca was a 75% restenosed lesion of a non-cordis drug eluting stent that was treated with the implant of a 3.0mm x 18mm cypher rx stent via direct stenting with 0% residual stenosis. The proximal rca was 70% stenosed and direct stented with a 3.5mm x 13mm cypher rx stent, it was not post-dilated and the reported residual stenosis was 0%. The stents were not overlapping. The distal rca was 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 18mm cypher rx stent at 14atms. Again there was not overlap, the stent was not post-dilated and the reported residual stenosis was 0%.

Manufacturer narrative:
After the patient was transferred to the recovery room, the patient experienced a myocardial infarction with st elevation in the inferior leads and cardiac enzyme elevation. The mi was treated with integrelin and the patient was discharged from the hospital approximately one day after the index procedure. According to the investigator, the mi was due to the jailing of a small rv branch that came off the distal rca just prior to the pda. He felt that the event was related to the stent and the procedure. Concomitant medications: aspirin 325mg daily (B) (6) 2010, continuing. Atenolol 50mg daily (B) (6) 2004, continuing. Simvastatin 80mg daily (B) (6) 2008, continuing. Clopidogrel 600mg, (B) (6) 2010 to (B) (6) 2010. The product was implanted and therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with coronary stenting especially when side branch patency is compromised. As per the IFU, implanting a stent may compromise side branch patency. Review of the available information suggests that vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
Information was received via cec adjudication minutes on 5/26/2010. The adjudication disagrees with the complication of mi and therefore mi will be removed as an event and replaced with cardiac enzymes elevated. Revised complaint conclusion: adjudication information received from the (B)(4) study indicated that a patient experienced elevated cardiac enzymes and did not have a myocardial infarction after having coronary artery stents implanted. The cec also indicated they agree with "arc [peri-procedural pci]," as related to device and procedure; however, there is no information to indicate another pci took place. The patient's medical history is significant for prior history of percutaneous intervention (pci), brachytherapy, unstable angina, family history of coronary artery disease, hypertension, myocardial infarction (mi) and diabetes. The indication for the procedure was angina with a stress test positive for ischemia. The target lesion was the right coronary artery (rca), proximal, mid and distal. The mid rca was a 75% restenosed lesion of a non-cordis drug eluting stent that was treated with the implant of a 3.0mm x 18mm cypher rx stent via direst stenting with 0% residual stenosis. The proximal rca was 70% stenosed and direct stented with a 3.5mm x 13mm cypher rx stent, it was not post-dilated and the reported residual stenosis was 0%. The stents were not overlapping. The distal rca was 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 18mm cypher rx stent at 14atms. Again there was not overlap, the stent was not post-dilated and the reported residual stenosis was 0%. After the patient was transferred to the recovery room, the patient experienced elevated cardiac enzymes. The event was treated with integrelin and the patient was discharged from the hospital approximately one day after the index procedure. According to the investigator, the elevated enzymes were due to the jailing of a small rv branch that came off the distal rca just prior to the pda. He felt that the event was related to the stent and the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) and/or the jailing of a small side branch may have contributed to the event. There is no information indicating that a peri-procedural intervention occurred and therefore no determination can be made regarding that event.